Event description:
Surgeon cultured the aortic valve before implanting into the pt, and the valve grew out rare staphylococcus coagulase negative. The pt had no adverse effects, did not require treatment or prolonged hospitalization.